Event description:
It was reported that the right ventricular (rv) lead was observed with noise. The patient will be brought in for further testing and evaluation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2002. (B)(4).